Event description:
It was reported that the cardiac compass showed a new event on the remote transmission for the implantable cardiac monitor; however, the counters did not reflect another atrial tachycardia/atrial fibrillation episode. The remote transmission also showed invalid histograms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated no data available for ventricular rate histograms. Invalid histograms listed under observations. (B)(4).